Manufacturer narrative:
As reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not easy to exit. The guidewire didn't open correctly after clipping with the introducer during a demonstration for a user. There was no reported patient injury and the device was not used on the patient. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and with the limited information provided, the reported customer complaint "indicator wire deployment difficulty" could not be confirmed. Procedural, handling, and/or anatomical factors may have contributed to the reported event. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the guidewire of a 5f exoseal vascular closure device (vcd) is not easy to exit. The guidewire didn't open correctly after clipping with the introducer during a demonstration for a user. There was no reported patient injury and the device was not used on the patient. The device was not returned for evaluation as previously expected.